Event description:
A facility reported that slippage occurred when using the mayfield composite series skull clamp (a3059). There was no patient injury, and no information on surgical delay has been provided. Additional information has been requested.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. However, the unit had minimal movement in the lock and required replacement of worn components. To resolve this issue, all worn components have been replaced with new parts and general cleaning and maintenance performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.